Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station showed alternating current power failure with a black screen. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed alternating current power failure with a black screen due to main drawer 2.1 and 2.2 was failed. A field service engineer (fse) removed the back panel and found all lights on the boards and drawer 2.1 and 2.2 was not lighting up, replaced the controller board, but the issue persisted. The fse removed the back panel, cleaned debris from back of the station, opened drawers, checked for debris and the cables. The fse then replaced both drawer controller boards and module controller board, powered the station back up and configured the drawers to resolve. The customer also tested the functionality. The system functioned as intended after the field service engineer repaired the device.